Event description:
While doing needle localization the cap of the needle did not lock properly. When the tissue was compressed the wire needle advanced into the breast. Needle was removed during subsequent surgical procedure.